Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 180.1 mcg/day via an implantable pump for unknown indications for use. It was reported that four unexpected motor stalls and recoveries were discovered by the managing clinic. The dates and times were: (B)(6) 2023 at 10:31, (B)(6) 2024 at 05:54, (B)(6) 2024 at 06:29 and (B)(6) 2024 at 07:40. There were no known symptoms reported by the patient or managing clinic. It was not known if there were any environmental/external/patient factors that had led or contributed to the issue. Per the managing clinic, the patient reported no magnetic resonance imaging, (MRI) scans on the dates/times of the motor stalls, which was confirmed. Actions/interventions taken included the pump being replaced on (B)(6) 2024. The issue was resolved at the time of the report and the patient's status was "alive-no injury". It was stated that the managing clinic made the decision to replace the pum p prior to elective replacement indicator (eri)/end of service (eos). This was due to motor stalls discovered during the review of pump logs at a recent refill appointment that did not correspond to any known MRI. The pump was replaced with a new synchromed ii 20 ml pump. The patient's weight was provided and medical history included traumatic brain injury and intractable spasticity. According to the session long report for (B)(6) 2024, there was a motor stall on (B)(6) 2023 at 10:31 am and a recovery on (B)(6) 2023 at 1:33 pm, another stall on (B)(6) 2024 at 5:54 am and a recovery on 7:12 am, a stall on (B)(6) 2024 at 6:29 am and a recovery at 7:02 am and another stall on (B)(6) 2024 at 7:40 am and a recovery at 7:59 am. Code 527 - programmer time may be incorrect, was also present in the logs.

Manufacturer narrative:
Analysis of the pump identified that the pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in for evaluation, and she noted four motor stalls and recoveries lasting around 20 minutes. The healthcare provider (hcp) stated that the earliest stall was in (B)(6) 2024. The hcp claimed that there was no emi or magnetic I nteraction i.e MRI and she could not have a MRI due to her scs system. I reiterated emi or magnetic interaction. Discussed scs system and MRI. Discussed pump replacement or monitoring the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the cause repeated motor stall was unknown. Troubleshooting: ¿logs checked¿ and the patient was referred to neurology for a pump replacement. The stall occurred on (B)(6) 2024 at 7:40 am. The stall recovery occurred on (B)(6) 2024 at 7:59 am. The stall occurred on (B)(6) 2024 at (B)(6) 2023 at 10:31 am. The stall recovered at (B)(6) 2024 at 7:12 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.